Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to the lesion. After dilatation was performed for several times, the device was removed from the sheath. There was no visual issue prior to use and no resistance was encountered during the procedure. However, during the third inflation, it was observed that the balloon had ruptured after being inflated for 60 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified 25mm proximal of the distal markerband. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to the lesion. After dilatation was performed for several times, the device was removed from the sheath. There was no visual issue prior to use and no resistance was encountered during the procedure. However, during the third inflation, it was observed that the balloon had ruptured after being inflated for 60 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed. No patient complications were reported and the patient's status was good.